Manufacturer narrative:
Product analysis: analysis confirmed the customer's comment that the external pulse generator (epg) output connector assembly and hanger assembly were broken. . It was also noted that the battery shorting bar and battery spring were contaminated. The encoder was contaminated but functional. The menu encoder knob and output nuts were contaminated. The battery and hanger screws were contaminated. The upper case was cosmetically dented. The main printed circuit board (pcb) was replaced due to re-occurrences of an error code. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular port on the external pulse generator (epg) was broken and was unable to retain leads. It was further reported that the pole clamp lever was missing . The epg was returned for repair. There was no patient involvement. It was further reported that the external pulse generator (epg) which was returned subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.